Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from the additive port or tubing near the top of the pump. It was further stated there was a ¿considerable¿ amount of liquid in the overpouch. The device had been filled with 5000mg fluorouracil. This was identified at the hospital while opening the yellow outer bag, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufactured between december 21, 2020 december 22, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.